Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 291, 346 and 414 mg/dl. The customer's expected fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 217 mg/dl and 208 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set; customer is concerned with the results of 291, 346, 414, 542 and 445 mg/dl): (B)(6). Memory concerns:customer is concerned with the results of 291, 346, 414, 542 and 445 mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 291, 346 and 414 mg/dl. The customer's expected fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 217 mg/dl and 208 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date is 08/10/2017. The meter memory was reviewed for previous test result history (date / time not set; customer is concerned with the results of 291, 346, 414, 542 and 445 mg/dl): (B)(6). Memory concerns:customer is concerned with the results of 291, 346, 414, 542 and 445 mg/dl.